Manufacturer narrative:
Bunching/laying on the pad is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.

Event description:
Consumer alleges while laying on a heating pad, it became extremely hot, melted and emitted smoke, which damaged his bedding. No injury was reported with this incident.